Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side intracapsular rupture, and via imaging, "xantogranulomatous reaction against silicone", and "isolated lymphatic nodes infra centimetric and with fatty hilum without cortical hypertrophia¿. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as surgical damage. Seroma: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side intracapsular rupture, and via imaging, "xantogranulomatous reaction against silicone", and "isolated lymphatic nodes infra centimetric and with fatty hilum without cortical hypertrophia¿. The device has been explanted and replaced.

Manufacturer narrative:
Continued phone number(s) (e.1): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: intracapsular rupture, seroma, and granuloma.

Event description:
Healthcare professional reported left side intracapsular rupture, and via imaging, "xantogranulomatous reaction against silicone", and "isolated lymphatic nodes infra centimetric and with fatty hilum without cortical hypertrophia¿. The device has been explanted and replaced.